Event description:
It was reported that the customer was hospitalized for open heart surgery, and was experiencing high blood glucose levels. The reported blood glucose reading was 490 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. It was stated that the customer's blood glucose levels may be high due to the stress of the surgery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.